Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes such as damage of parts due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set-up/inspection for use, the endoeye flex 3d deflectable videoscope had a noisy image. There were no reports of patient involvement.